Manufacturer narrative:
A correlation between the device and the reported pump exchange could not be conclusively determined, as the product was not returned. Additional surgery due to possible pump thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not exchanged and not returned. A review of the device history records revealed that the device met applicable specifications. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's pump was exchanged on (B)(6) 2018.

Event description:
Additional information: the device was returned for evaluation.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the device the pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and 30¿¿ of distal portion of the dl was also returned. The sealed inflow conduit was returned attached from the pump inlet port. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was also returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found surrounding the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon pump disassembly. The thrombus rings revealed dark areas of denaturation, which indicated that the thrombi developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh and power elevations. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of severed portion of the driveline did not reveal any discontinuities or shorts. However, the pump could not be functionally tested as the driveline¿s electrical leads were inadvertently ripped out of the terminals of the motor capsule housing upon disassembly during initial visual examination. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. . Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had elevated lactate dehydrogenase (ldh) 1,494 u/l on (B)(6) 2018. There was no dark urine noted. The patient admitted to the hospital with concern for pump thrombus. The log file was submitted for evaluation. Additional information indicated that the patient received increased aspirin 325mg, increased persantine, placed on heparin infusion with inr goal to 2.5-3.0. A computed tomography angiography showed no evidence of obstruction, mild stenosis noted in the anastomosis. The lv was dilated with severe systolic dysfunction; ejection fraction 23%. A transthoracic echocardiogram showed overall severe decreased left ventricular systolic function (diffuse). The cause for elevated lvad parameters were not able to be determined. The patient was discharged home on (B)(6) 2018 with ldh 802 u/l and planned to be monitored closely outpatient. The patient was upgraded to status 1a on the transplant list. No further information was provided.